Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, "the dexcom g6 sensor is a disposable device that is inserted under the skin to continuously monitor glucose levels for up to 10 days. The sensor is discarded after a session of up to 10 days." Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 75 mg/dl, and the meter bg reading was 109 mg/dl. Reportedly, the sensor was used for longer than 10 days. No additional patient or event information was available. Tandem technical support instructed the customer to use a new sensor.